Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was 800 mg/dl and are hospitalized with diabetic ketoacidosis at the time of call. The customer's current blood glucose is 260 mg/dl. Troubleshooting found that the customer's doctor had recently made minor changes to the basal and carb ratio. The pump drive support cap was normal and it passed the high pressure test. The customer was advised to change the set, reservoir and insulin and treat per their doctor's instructions.